Event description:
As reported, approximately five years post initial left tka, the 76 y/o female patient had a revision due to pain and instability with no bone loss. Patient was revised to competitor¿s devices. The patient started experiencing pain and inflammation since 2021. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the doctors did not want to provide it.

Manufacturer narrative:
Section d10: concomitant products - femur ps cem.nº3 izq. (Cat# 02-010-01-0230 / serial# (B)(6)) - bandeja tibial logic fit 3f/3t (cat# 02-012-45-3030 / serial# (B)(6)) - vastago ext. 14x40mm (cat# 204-34-04 / serial# (B)(6)) - tornillo fijacion vástago a tibia (cat# 204-70-00 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined. The patient was revised for pain and instability; there is no information provided about a malfunction or wear issue. These devices are used for treatment not diagnosis.